Event description:
Customer reported that they were unable to remove the battery cap on the insulin pump. Customer's blood glucose reading at the time of the call was 184 mg/dl. No further information reported.

Manufacturer narrative:
Pump received with stripped battery cap coin slot. Minor scratched display window, cracked display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip.